Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastric varicose ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual and microscopic evaluation noted that the ligator housing was returned with five bands attached. The ligator housing teeth were damaged. The handle did not have marks of the trip wire being secured. The trip wire was detached and was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing had five bands attached, the ligator housing teeth were damaged, the handle did not have marks of the trip wire being secured, and the trip wire was detached and was not returned. Although the trip wire was found detached, since this was not reported, it is most likely that the trip wire was broken when the device was taken out of the scope. Therefore, this condition won't be considered a failure mode. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speed band superview super 7 was used in the esophagus during a gastric varicose ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.